Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the output connectors were broken. It was also noted that the lower case and battery drawer were stuck intermittently, the keypad had a bubble between the layers, there was one error noted in the error log, the main printed circuit board was out of electrical specification and the main seal was contaminated. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the blue atrial connector was damaged. The external pulse generator (epg) was returned for servicing. There was no patient involvement.